Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicates a revision procedure was performed. The device was successfully placed subpectorally without incident. No adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
Available information suggests that this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient developed an infection approximately three months later. A revision procedure was performed. The system was explanted and a new system was implanted successfully. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial and right ventricular leads presented to the hospital with skin irritation over the device implant site. The patient reported that the physician observed that the device had eroded due to insufficient tissue. The patient was hospitalized and given antibiotic treatment. Consultation with a surgeon is planned to discuss optimal placement of the device.